Event description:
On 2016-nov-08, additional information was received from a foreign manufacturer representative (rep). The rep reported that information was relayed to them stating the patient was observed in the hospital for "a day or two" after presenting to the emergency room and then was released. No further action was taken.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving dilaudid 3.9 mg/ml at 3.2972 mg/day and clonidine 843.7 mcg/ml at 713.28 mcg/day via an implantable pump. It was reported that an hcp noted a failure code inthe pump logs. Per the logs, a motor stall occurred at 12:08 on (B)(6) 2016 with motor stall recovery at 13:09. A second motor stall occurred at 17:35 on (B)(6) 2016 with motor stall recovery at 02:20 on (B)(6) 2016. The patient had an MRI on (B)(6) 2016, but the time of it was unknown. The pump recovered post this and the patient has reportedly been at home. There were no reported symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, additional information was received form a foreign rep. The rep reported the pump serial number.